Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified solution. The customer contact reported that the cair clamp on the tubing set was in the closed position. After an unspecified length of time in use, the healthcare professional noted that the patient's blood pressure, "jumped up very high." It was reported that while caring for the patient, the healthcare professional noted a "drip" in the drip chamber of the tubing set. The healthcare professional verified that the cair roller clamp was in the "full off" closed position; however, the solution "continued to drip at a rate of approximately 1 drip every 10 seconds." The healthcare professional stopped the delivery of the unspecified solution by turning off the stopcock attached to the tubing set. The patient was treated with an unspecified concentration of sodium nitrite and the blood pressure reportedly returned to a mean of 130 mmhg. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.